Event description:
When priming primary tubing with ns (normal saline) using a 250ml bag to be used as kvo (keep vein open). Alaris infusion set with 3 smartsites ref # 2426-0007 had a major leak at the y-site for secondary tubing. Rn (registered nurse) immediately stopped the process of priming the tubing and notified charge nurse of the faulty primary set of the tubing. Three tubing leak/failures reported in last week related to this lot/item.